Event description:
Plus orthopedics has just been informed of a previously unreported revision surgery that took place in 2004 concerning an unspecified device problem. Info pertaining to any explanted device, device failure, or the condition requiring revision surgery has not been communicated to plus. And device details cannot be found with the info reported to plus thus far. Plus was informed of the revision surgery via legal representation after a lawsuit was filed against plus alleging an unnamed deficiency. The explanting surgeon is not affiliated with plus orthopedics and cannot be reached for comment. Attorneys for plus have relayed that the surgeon told the pt that the device failed because of "a classic case of over-curing".